Manufacturer narrative:
Additional information: additional information received indicated that the doctor confirmed that the patient did come after 2 years for post operational follow up with complaint of blurred vision or drop in visual quality, for which they have performed yag laser. The doctor performed the yttrium-aluminum garnet (yag) laser treatment recently and after that the patient has not came back either for follow up or with any further complaint. The following field was updated accordingly: section h6: additional patient code 3191 - yag (yttrium-aluminum-garnet) laser procedure all pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Age/ date of birth: unknown/ not provided. Sex/ gender: unknown/ not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. UDI number: UDI is unknown, as the serial number was not provided. If implanted; give date: unknown, the exact implant date is unknown. It was indicated to be (B)(6) 2018. If explanted; give date: not applicable, lens remains implanted. Phone number: unknown/not provided. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A search of complaints related to serial number cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown an investigation could not be performed, and no malfunction is confirmed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had bilateral intraocular lens implantation in (B)(6) 2018. Somehow the patient did not come in for the post-operative follow up. The patient came after two (2) years for the post-op follow up. The patient was happy after implantation. However, the doctor complaints about formation of air vacuole behind the lens that deteriorates visual quality. The surgeon is considering to perform a yttrium-aluminum garnet (yag) laser treatment. No further information was provided. This MDR report is for the right eye of the patient. A separate report will be submitted for the left eye of the patient.